Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 11 years remaining to 6.5 years remaining in a span of 6 months. The battery of this device was suspected to depleting prematurely. Boston scientific technical services (ts) discussed with health care professional (hcp) that will take up to 30 days for the battery to recover and give a more precise longevity estimate after the cardioversion. Recommended to schedule remote transmission. This device remains in service. No adverse patient effects were reported.